Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. At an unspecified time, the nurse primed a tubing set, placed the cassette into channel 2 of the device, and the device was powered on. It was reported that the device immediately alarmed for cassette test failure. It was reported after several attempts to clear the alarm, the nurse disconnected the tubing set from the pt's peripheral IV site and reprimed the tubing set. The nurse reported that during an attempt to reload the cassette into the device, the door "flipped down." At an unspecified time, the cassette was successfully loaded into channel 2. The pump was then programmed to deliver nitroglycerin 50 mg/250 ml, at a rate of 3 ml/hr, with a vtbi (volume to be infused) of 250 ml, and the delivery was started. After an unspecified length of time, the nurse reported that the medication was "dripping really fast - too fast for the rate she had set it for." The device was powered off; however, the nurse noted medication continued to drip through the drip chamber. The tubing set was clamped and was disconnected from the pt's peripheral IV site. During this time, the nurse reported the pt's systolic blood pressure (bp) had decreased from 107 mmhg to 69 mmhg. At this time, the pt was treated with an unspecified bolus of IV fluid that was reported to have brought the pt's "pressure right back up." At an unspecified time, the nitroglycerin delivery was resumed using channel 1 of the device. At an unspecified time after a replacement device was available, the device and the tubing set were removed from clinical service. Therapy was resumed using a replacement device and tubing set. Though requested, no additional info was provided.